Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation procedure with a smart touch bidirectional sf catheter and suffered a cardiac tamponade which required a pericardiocentesis. The patient¿s medical history was unknown. The ablation in the left atrium was being completed when it was noted that the patient's blood pressure dropped. They completed the ablation and then checked for the effusion while the anesthesiologist was addressing the pressure change. The cardiac tamponade was confirmed by the cartosound. A pericardiocentesis was performed that yielded a minimal amount of fluid. The patient was reported to be in stable condition at the time the complaint was reported. The patient fully recovered with no residual effects. The patient did not require extended hospitalization and was discharged the following day. The physician¿s opinion regarding the cause of this adverse event is that there was possibly too much force delivered during the left atrial roof line ablation. However, there the was no indication that the force limits exceeded the preset limits nor was there an impedance spike during the ablation. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.